Manufacturer narrative:
The exact date of the event was not reported. The event was reported on (B)(6) 2018 therefore an event date of (B)(6) 2018 was reported.

Event description:
It was reported that during a procedure the fiber cap broke. It is unknown how the procedure was completed. No patient or user harm reported due to this event.